Event description:
It was reported that one week after implant, the patient experienced palpitations, dyspnea, and dizziness caused by atrial flutter. A device interrogation and electrocardiography revealed abnormal atrial flutter. It was noted that the patient¿s admission for atrial flutter was possibly triggered by the system implantation. The patient was prescribed medications and the device was reprogrammed to over pace the rhythm which resulted in no sinus rhythm but now atrial fibrillation. It was noted that cardioversion would be tried within two weeks. The device system remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.